Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The handshake connection, sheath, coil, burr and annulus were microscopically examined. The coil has become stretched due to manipulation during the procedure. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The advancer that was used with this device during the procedure was not returned for analysis. So functional testing was performed by connecting the rotalink burr device to a test rotalink advancer. The advancer was connected to the rotablator control console system. The rotablator system was able to reach optimum speed with no issues and the burr catheter spun/moved with no issues. Product analysis confirmed that there was no issue with the burr device, and it was able to reach optimum speed with the test advancer. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the burr became stuck. The target lesion was in the left anterior descending artery. A 1.50mm rotalink burr was selected for use. During procedure, it was noted that the advancer was leaking gas. Subsequently, the burr became stuck in the lesion and was then retrieved. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that the burr became stuck. The target lesion was in the left anterior descending artery. A 1.50mm rotalink burr was selected for use. During procedure, it was noted that the advancer was leaking gas. Subsequently, the burr became stuck in the lesion and was then retrieved. The procedure was completed with another of the same device. There were no patient complications reported.